Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the suction channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no obvious deviations from instructions for use (IFU) identified from review of the cleaning disinfection and sterilization (cds) steps provided by the customer. Therefore, the cause of the material remaining in the device could not be determined. The event can be prevented/detected by following the instructions included in: evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.